Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The x-ray tube was replaced. The system was tested and is operating as intended.

Event description:
The customer reported that the 8800 system displayed a generator error message. No pt injury was reported.